Manufacturer narrative:
The reported events of sensing r-wave amplitude variation and inadequate capture were not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies, except for procedural damage. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil to be over-torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue, blood on the inner coil, and over-torqued of the inner coil.

Event description:
It was reported that during a new implant procedure when attempting to position the new right ventricular (rv) lead in the apical septum, after several rotation of the helix, the helix would not extend, r wave sensing was low, and capture thresholds abnormal. Attempts to re-position the rv lead in the right ventricular (rv) septum were made but parameters were still unsatisfactory. The rv lead was exchanged. The patient was discharged following the procedure.